Event description:
It was reported that this implantable pacemaker device has depleted from 12 years to 8 years battery remaining in a span of 4 months. A request was made to have data from this device analyzed. Data analysis showed that the daily power measurements started to increase intermittently. The change in power was the cause of the longevity decrease. Moreover, the increase appeared to coincide with an increase in rv thresholds, but the level of power increase is higher than expected from the threshold changes. The impedance values have been stable. There is no evidence of fast atrial sensing. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has depleted from 12 years to 8 years battery remaining in a span of 4 months. A request was made to have data from this device analyzed. Data analysis showed that the daily power measurements started to increase intermittently. The change in power was the cause of the longevity decrease. Moreover, the increase appeared to coincide with an increase in rv thresholds, but the level of power increase is higher than expected from the threshold changes. The impedance values have been stable. There is no evidence of fast atrial sensing. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device showed 11 years battery remaining. The recent data showed normal battery power, basing on the information from other call logs. Which appeared most likely the high power was due to a large number of interrogation retries from interference. The device appears to be operating normally based on recent data.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. The depletion of the battery ws due to large number of interrogation retries from the interference. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.